Manufacturer narrative:
(B)(4). Batch # t5c55k. Investigation summary: the analysis found that one psee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr60g cartridge reload was received unfired and not loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Event description:
It was reported that during a gastric bypass procedure, the doctor fired using the green reload ,the sound of the knife was heard but the knife was not advanced and the staples didn¿t get out of the reload. While the doctor wanted to try again and change the reload, he wasn¿t able to open the jaw of the stapler, so he tried to reverse knife button however it didn¿t work so he decided to open a new powered echelon stapler to resume the surgery.